Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an issue with her one touch ultra 2 meter. The patient mentioned that after she applies blood on the test strip, the meter gives her a message to use a new test strip. The reported issue began on (B)(6) 2010. At an unspecified time later the patient was perspiring and was agitated. The patient self-treated herself with humalog 50/50 on (B)(6) 2010. The patient did not attempt to test on another device. The patient did not seek any further medical attention or contact her physician for assistance. This was not the first time the product was being used. Issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, she was unable to test and later developed symptoms and had to self-treat.